Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patients were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. The technical support specialist checked the log files and removed the device from the critical override to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.